Event description:
The reporter received from the study indicated that approximately nine months after the index procedure, the patient was reported to have a clinically driven staged procedure, re-percutaneous coronary intervention (re-pci). An 85% diffuse, in-stent restenosis (isr) of a previously implanted cypher select plus 3.0 x 33 mm stent. The restenosis was treated by implanting an additional cypher select plus 3.0 x 33 mm stent. It was reported that the patient discontinued taking his antiplatelet therapy (clopidogrel) after one year due to financial reasons. Three weeks prior to the adverse event, the patient reportedly felt unstable angina and had an angiogram done at another facility revealing a sub-occlusion of the previously implanted cypher select plus stent.

Manufacturer narrative:
The indication for the index procedure was stable angina and a st-holter tape. The patient was found to have one-vessel disease and had one lesion treated during the procedure. The patient's left ventricular ejection fraction was greater than fifty percent (lvef >50%). The target lesion was the proximal left anterior descending (lad) target lesion. The lesion was reported to be: de novo, 3.0 mm vessel diameter, 31 mm length, an 85% stenosis, a bifurcation lesion, and type c. The lesion was pre-dilated with a 2.5 x 20 mm balloon at 10 atm. A cypher select plus stent was implanted at 16 atm. The stent was post-dilated with a 3.0 x 30 mm balloon at 18 atm due to the bifurcation using a kissing balloon technique. The residual stenosis was 0%. A satisfactory result was obtained. The timi flows pre and post-procedure were not provided. The patient was discharged five days after the procedure. Phone contacts with the patient at the one/six and twelve month follow-up periods indicated the patient was asymptomatic and continuing her medical regimen. Please note that device is distributed outside the united states, however it is similar to the united states products. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.